Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that crossing difficulty was encountered. Vascular access was obtained via the radial artery. The 85% stenosed, 24x3.5 mm target lesion was located in a moderately calcified and moderately tortuous left anterior descending artery (lad). A 3.50x24mm promus element drug-eluting stent was selected and advanced to treat the target lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent moved on balloon, stent damage and shaft break.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination of the device identified a break in the hypotube shaft and only the distal section of the catheter was returned. The breakpoint was at 580 mm proximal to the midshaft bond and parts of the hypotube coating were damaged. In addition, the hypotube was kinked along its entire length. The distal outer and proximal inner were damaged/twisted and appeared to have been pinched at regular intervals. The proximal half of the stent was severely damaged. The entire stent had moved approximately 3 mm distal on the balloon. The distal section of a cut off floppy guidewire measuring 1030 mm was inserted approximately 110 mm in the guidewire lumen measured from the tip. A severe kink of the outer and inner was at the proximal end of the guidewire. The guidewire was kinked at various locations and severely damaged at the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).